Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 172 mg/dl. Customer was advised that we are sending replacement battery cap due to issues with battery life. Customer was advised to troubleshoot for failed battery test but declined.